Event description:
The subject patient allegedly fell after a strap tab on the subject foot support (79-81135) broke apart. During the fall, the patient hit her sutured wound against a hard surface, which resulted in the re-opening of the wound. Surgical intervention was required to treat the re-opened wound.